Manufacturer narrative:
(B)(4).

Event description:
The patient ((B)(6)) is a participant in a clinical study ((B)(4)). It was reported the patient was experiencing ineffective stimulation. Lead diagnostic testing revealed high impedance measurements. In turn, surgical intervention was undertaken to explant and replace the lead which resolved the issue. Effective therapy was restored postoperative.